Event description:
Following a catheterization procedure, an angio-seal device was placed. Approximately 30 minutes later pt was noted to have no flow distal to the puncture site. The pt was taken to surgery where the vessel was noted to be stenotic and occluded by the device anchor. The vessel was repaired and the device removed. The pt was reportedly discharged from the hosp following this event. There have been multiple attempts to gather more info from the site. As of 4/10/1998 there has been no further info provided to the MFR regarding further complication or pt sequelae.